Manufacturer narrative:
(B)(4). Event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. One xvcfw-20.0-35-25 sheath and dilator were returned with the hub separated from the dilator. Upon visual inspection of the device, the flare looks to be even and concentric in shape. The hub was not returned with the device, however, it was clearly separated from the dilator. The flare appears to be inadequately formed. The flare is too small, which would allow the hub to come off of the dilator. This failure mode led to the complaint of the device as described by the customer, "when they went to remove the dilator the hub popped off of the gray dilator. They were able to remove this from the patient by wiggling it out and they grabbed with forceps. They opened another sheath and completed the procedure successfully," which led to negligible harm to the patient. The IFU states, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may results when the fit is tight." Root cause was determined to be manufacturing related, operator related. Quality engineering risk assessment was used to assess risk and concluded the risk to patient remains acceptable with the addition of this complaint. No risk reduction activity is necessary. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
During a penestrated aorta aneurism repair procedure, the physician placed the sheath inside the patient. When they went to remove the dilator, the hub popped off of the gray dilator. They were able to remove this from the patient by wiggling it out and grabbed it with forceps. Another sheath was used and the procedure was completed successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During an unknown procedure, the flush tube was not properly attached to the product, resulting in blood loss. Additional information has been requested but not provided by the reporter at the time of this report.